Event description:
Verification of emdr submission for vc. Not a valid complaint.

Manufacturer narrative:
Verification of emdr submission for johnson & johnson vision care, inc. ¿ us (vistakon). Submitted from new system. No actual complaint or adverse event for this report.